Manufacturer narrative:
(B)(4). Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. Also ran basal, bolus leaking test per (B)(4). Installed reservoir and connector into a 7xx pump. Conclusion: reservoir does not leak and no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the reservoir had leak on past second o ring and air bubbles. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.